Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with dyspnea and a cough. They suspected an endocarditis infection. The patient was given antibiotics prior to this event. The device and leads remain in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.